Event description:
Customer reported she found some white marks on the tubing and air bubbles and inquired if that could be an occlusion. Customer was advised on how the insulin pump should alarm no delivery when an occlusion is detected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.